Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard xp ivtm console (s/n (B)(4)) powered off on its own. The customer attempted to restart the device without success. The customer reported that the console did not display a green led, no sound was coming from the device and nothing displayed on the screen. The patient's treatment was continued with another thermogard xp ivtm console. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and found that the power supply was damaged. The power supply was then replaced. The patient data and event log files were reviewed and found no irregularities. Functional testing was performed after the repair and the device passed all the testing. In summary, the customer's reported complaint of the thermogard xp ivtm console powering off on its own was confirmed. The thermogard xp ivtm console is a reusable device and was manufactured in february 2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The damaged part observed during visual inspection was replaced allowing the system to function as intended. The device passed all final testing criteria.